Event description:
It was reported that, during an acl surgery, when 2/3 of the biorci ha was being inserted in the tibia, the head broke. The broken screw remained inside the hole. The surgeon used the suture washer in order to secure the graft. The threads of suture were tied with the suture washer. A back-up device was used to complete the procedure. The surgery was not significantly delayed. The patient was not stated to be injured.

Manufacturer narrative:
One 7207681 sterile biorci ha 9x25mm screw used for treatment, was not returned for evaluation. There was a relationship between the reported event and the device. Due to product unavailability, physical evaluation, full investigation and conclusions were limited. Factors affecting device performance include: device ability, surgical ability and surgical site preparation according to instructions for use. Instructions for use confirms instructions, recommendations and precautionary statements and for proper use of product. Influences that could compromise product integrity include: use of damaged or other than recommended prep instrument size and/or types. Not accounting for taper or larger head to body design. Entanglement with guide wire or other instrument causing tearing and fractures. Unexpected bone density/condition. Use of excess torque or force. Prep per the instructions for use recommendation is critical for ease of insertion and successful anchoring. Per instructions for use: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. The starter must be utilized with the biorci screws to minimize screw breakage during insertion. Prior to use inspect the tip of the driver. If tip flaring is apparent do not use the driver. Excessive force should not be placed on the delivery instrument. If hard bone is encountered, the biorci tap should be used.¿ the product reported on is a 9mm diameter product with a tapered distal tip. Prep was listed as being done with an 8mm reamer. Interference style screws maximum surface to surface intent is achieved by use of same size tunnel as product, allowing threads to make optimum surface to surface contact product met specifications upon release to distribution. Complaint history review found no other reports for this manufacturing lot.

Event description:
It was reported that, during an unspecified surgery, when 2/3 of the biorciha was being inserted in the tibia, the head broke. The broken screw remained inside the hole. The surgeon used the suture washer in order to secure the graft. The threads of suture were tied with the suture washer. A back-up device was used to complete the procedure. The surgery was not significantly delayed. The patient was not stated to be injured.